Event description:
The device was successfully used to monitor the pt ECG in transport to the hosp. Reportedly, at the time the pt was being rolled into the hosp emergency dept the display blanked out and did not come back on. The reporter stated there were no adverse effects to the pt as there was very little interruption in pt monitoring due to use of a hosp device.